Manufacturer narrative:
On july 16, 2025, the user reported being unable to link the sensor or locate it using the placement guide. The reported issue was not resolved through standard placement troubleshooting or by replacing the transmitter. As a result, the sensor was returned for further evaluation. Visual inspection of the returned sensor showed significant hydrogel damage on both the long and short ends. This damage was most likely caused by excessive force applied by the removal clamps during explant of the sensor and was determined to be unrelated to the user's reported concern. In-house testing showed no malfunction in sensor-to-transmitter communication. In a related complaint (MFR#: 3009862700-2025-01212), the healthcare provider reported being unable to palpate the sensor or locate it using a magnet during the initial explant attempt and noted the release of copious fluid at the insertion site. The healthcare provider indicated that the presence of seroma likely disrupted connectivity and contributed to the difficulty in locating and removing the sensor, which was eventually removed on (B)(6) 2025. Swelling at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user had a new sensor inserted in the other arm as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 july 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts resulting in early sensor removal.